Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that contaminated plates bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: customer problem: customer states they received multiple cases of contaminated plates.

Event description:
It was reported by the customer that contaminated plates bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). Repeat testing was performed. No patient impact was reported. . The following information was provided by the initial reporter: customer problem: customer states they received multiple cases of contaminated plates.

Manufacturer narrative:
H6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2104360 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2104360 for contamination. Retention samples from batch 2104360 were not available for inspection. Four photos were received for investigation. One photo shows the agar surface of 13 plates with microbial growth. Another photo shows the agar surface of four plates from batch 2104360 (time stamps not readable) with microbial growth. The other two photos each feature a carton label from batch 2104360 (carton 0038) for batch verification. No return samples were received for investigation. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.